Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was firstly implanted on the right side with the concerned device. Given the good results, 3 months later it was decided to also implant the contralateral side (left). Following the second surgery, the patient's mother reported the patient had no hearing response at all. No accident or trauma is known.